Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the interface was either significantly delayed or not functioning properly, and new medication orders were not crossing over. A technical support specialist restarted the external messaging services, net.services, pyxis external inbound processor services, and pyxis external communication services and the last cce xml message was received at 12:03 am, with the current time noted as 1:31 am. A review of health sight viewer showed interface delays that the patient information was delayed by approximately 1 hour and 30 minutes and order information was delayed by approximately 1 hour and 40 minutes due to medication technology pharmacist being down and advised to reach out to the medication technology team and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the interface was either significantly delayed or not functioning. The customer stated that new medication orders were not crossing from the order entry software to the pyxis machine. The device displayed a message stating "not receiving new information," and the unit was operating in critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.